Event description:
The reporter contacted animas on (B)(6) 2012 reporting that when they were doing the routine infusion set change, on the load step of the ez prime, insulin started to squirt out of the tubing. The patient stated that they completed the full rewind and the pump then expelled approximately 50 units of insulin during the load step. The patient stated that there was no trauma to the pump and no recent alarms in the pump history. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Recall is now checked and recall number is as follows: 2531779-02/25/11-001-r.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed no cartridge detected warnings and pump not primed warnings with both zero and low force observed in the black box. Evaluation revealed that the pump failed to recognize the cartridge during load step. A force sensor calibration test revealed the sensor not detecting correct force. The resistance on the force sensor measured and found to be out of specifications. There was moisture visible in the display. Evaluation also revealed that the case is cracked near the right corner of the display lens. A case leak was found during leak testing and moisture damage was found on the pcb and inside the force sensor housing.